Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the left ventricular (lv) lead his exhibited chronically elevated but stable threshold.  The lv his lead remains in use.  No patient complications have been reported as a result of this event. The patient is a participant in a clinical study.